Event description:
Pt came to hosp to visit wife. He arrested in lobby striking his head as he landed on the floor. Cariopulmonary rehab nurse responded to code with zoll defibrillator. Used quick look to identify v-fib and defibrillated the pt at 200 joules. Switched defibrillator off and screen went blank in the process of switching from quick look to cable at the same time. Analysis suggested that nurse may have turned knob to off instead of monitor on. In an effort to turn it back on, switched it on and off quickly not allowing sufficient time for screen to return pt rhythm. Pt outcome was discharged to home.